Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device falsely discriminated the ventricular tachycardia (vt) episode and held back therapy. Due to the high rate timeout, after one and a half minutes therapy was delivered and vt was terminated. The patient experienced dizziness. During a routine follow up visit, re-programming was performed. The device remains in use and no patient complications have been reported as a result of this event.